Event description:
The customer reported to the olympus representative, after an endoscopic retrograde cholangiopancreatography (ercp) the plastic cover was missing from the end of the scope. The scope was reintroduced into the patient, the plastic cover was identified in the second part of the duodenum and retrieved using rat tooth forceps. Additional information was requested from the customer and no additional information is available. It is unknown if there was patient harm or injury. This event includes 2 reports: patient identifier (B)(6): maj-220 315 patient identifier (B)(6): tjf q190v this report is 1 of 2 for patient identifier (B)(6): maj-220 315.